Event description:
N/a

Manufacturer narrative:
The codman disposable perforator was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. The unit was soiled, and had organic material stuck in the inner/outer drill that was removed prior to drilling. The "IFU" testing procedure was performed with no observed anomalies. The functional testing was performed using the same protocol, it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a functional issue with a codman disposable perforator. It was reported that disengagement failure occurred during surgery. No adverse consequences to the patient were observed, as the physician predicted and stopped the perforator. The manufacturer of the drill was unknown. It was unknown if the drill was an electric or pneumatic drill. It was not reported if the perforator clicked in place in the drill and it was unknown if the recommended spring tests were performed between each burr hole. No information of surgical delay was available. No further information was provided by hospital.